Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that a box of pen ndl 31ga 5mm 100bx 1200 USA had missing label information during use. The following was reported by the initial reporter: "it was reported that expiration date was not on the box. Verbatim: consumer called to inquire about expiration date, stated that he purchased it online and the expiration date is not on the box."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a box of pen ndl 31ga 5mm 100bx 1200 USA had missing label information during use. The following was reported by the initial reporter: "it was reported that expiration date was not on the box. Verbatim: consumer called to inquire about expiration date, stated that he purchased it online and the expiration date is not on the box."